Event description:
It was reported that patient experienced continuous glucose monitor error where bluetooth button appeared unavailable. There was no reported impact to the customer¿s blood glucose level. Cts provided complete pump reset information. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.